Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is having high blood glucose. Customer's first blood glucose reading was 175mg/dl then became 457mg/dl. Customer stated took 5 units of insulin by pump. Then customer's blood glucose was 487mg/dl and took 10 units of insulin by manual injection. Next blood glucose reading was 506mg/dl then next was 430mg/dl. Troubleshooting was done. We called back customer to check blood glucose reading. Customer stated blood glucose still at 400's mg/dl. Customer stated it has gone from 475mg/dl to 438mg/dl. Alarmed in 4.1 units of insulin, blood glucose of customer was 390mg/dl. Customer stated took injection instead of using the insulin pump. We called customer to check blood glucose. Customer stated the blood glucose reading were back in range. Customer's last blood glucose reading was 100mg/dl. Nothing further was reported.